Manufacturer narrative:
Date of event: unknown. Used the first date of the month of the aware date. Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2014, the patient was referred for cardiac catheterization and the index procedure was performed. The target lesion was located in distal left circumflex artery with 90% stenosis and was 12 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75x16mm promus element stent. Following post-dilatation, the residual stenosis was 0%. After two days, the patient was discharged on aspirin and clopidogrel. On an unknown date, the patient expired. Cause of death is unknown.

Manufacturer narrative:
Device is a combination product.

Event description:
Promus element china clinical study. It was reported that the patient died. In (B)(6) 2014, the patient was referred for cardiac catheterization and the index procedure was performed. The target lesion was located in distal left circumflex artery with 90% stenosis and was 12 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75x16mm promus element stent. Following post-dilatation, the residual stenosis was 0%. After two days, the patient was discharged on aspirin and clopidogrel. On an unknown date, the patient expired. Cause of death is unknown. It was further reported that in (B)(6) 2018, the patient expired.